Event description:
It was reported that during the procedure the pacing lead had no pacing captured and the lead impedance was high. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); the full lead was returned for analysis. No anomalies were found, however blood in/on helix/lobe mechanism was noted.